Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred causing the customer to experience a blood glucose level of 984 mg/dl, diabetic ketoacidosis (dka), and non-specific damage caused by dka. The customer delivered a correction bolus via the pump, but went to the emergency room and was subsequently admitted to the intensive care unit (ICU) and administered intravenous saline, insulin, potassium, and glucose (d-10). At the time of the report with tandem technical support, the customer was still admitted to the ICU. The customer reverted to manual injections for insulin delivery.